Event description:
It was reported that hip revision surgery was performed.

Event description:
At the time of revision, the hemi head was revised; however the bhr cup remained implanted, and was subsequently used with a competitor dual mobility construct.